Event description:
A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, there were no problems pre-procedure and a pre-operative infection screen came back as "negative". Two days post procedure, the patient was admitted to the hospital with fever, foul smelling discharge, mild, lower abdominal pain and copious amounts of pus draining from the endometrial cavity. In addition, the cervix was infected and inflamed; there was damage to cervix. The patient was kept for a total of 3 days and given IV antibiotics (exact medication unknown). After 48 hours, the symptoms improved and the patient was discharged with a 14 day cycle of antibiotics (exact medication unknown). It should be noted that during the procedure, there was no fluid fluctuation, no fluid loss, no absorption of fluid, no excess fluid, consistent temperature, normal heat up phase, normal flow within tubes, consistent and accurate temp in tubes, no clamping of tubes and good visualization.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unk. These codes were selected by the manufacturer based on information provided by the user facility. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant information is received, a supplemental medwatch will be filed. Follow up information received on may 20, 2009, revealed that there was nothing unusual about the cervix no indication of overdilation and that "damage" to the cervix was actually a lesion at 9 o'clock on the cervix with pus and "dark material" which appeared to be a burn. The patient is reportedly doing well on oral antibiotics and is not experiencing any bleeding but does have watery discharge. Although there was an attempt to gather further follow up regarding the burn, there is no further information.